Manufacturer narrative:
Device evaluation completion date: 07/22/2020: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. Testing was performed and found that the device had no problem with holding program. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem was found with the issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that pump is not holding program. Customer stated additional information is unknown.